Manufacturer narrative:
(B)(6). Device expiration and manufacture dates could not be determined with the information provided.

Event description:
It was reported that an obstruction has occurred in the patient's catheter this weekend while using a level 1® foley catheter temperature sensor. This caused bladder retention and renal dysfunction. No other adverse health outcomes reported.

Manufacturer narrative:
Two level 1® foley catheter temperature sensor devices were examined, one unused, the other used. The unused device was found to conform to products specifications and no defects were found. The used device was found to have a pin hole in the cuff. The supplier stated that "a pinhole can be caused by efm or silicone materials embedded in the walls of the cuff, causing a section of the wall to be less resistant and when inflated they are projected and create a hole." Although this is not the definitive root cause, it is only a possibility. A review of the device history record for the reported lot number was also performed. L/n: 970303 manufacture start date 10/23/17. All material verifications, line clearances, and qc inspections were performed by trained xeridiem personnel. 12/27/17, (B)(4) units were released to specification. There were (B)(4) units scrapped due to pinholes and zero nonconformance's initiated with the lot. The complaint records were reviewed for the previous year (june 2017 - june 2018). For the 70-0025 product family and specific part number 70-0025-116 there has been 1 complaint filed for the confirmed defect.

Event description:
A customer response was received on (B)(6) 2018 for the following questions: q: what medical intervention was provided to address the renal dysfunction? A:the urinary catheter has been replaced so that the urine could run off again. Q: what was the outcome of the renal dysfunction? A: unfortunately, the client cannot give us any more information. Based on the additional information above, the complaint remains unchanged as a serious injury event.